Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head came off of the brush head / round part fell off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the brush head came off of the oral-b floss action brush head while used with an oral-b rechargeable toothbrush, version unknown. He or she elaborated that the round part fell off. No symptoms developed.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned one brush head on (B)(6) 2015. The investigation of the returned product showed as a conclusion: external force (such as dropping the appliance with brush fitted).

Event description:
Brush head came off of the brush head / round part fell off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the brush head came off of the oral-b floss action brush head while used with an oral-b rechargeable toothbrush, version unknown. He or she elaborated that the round part fell off. No symptoms developed. (B)(6) 2015 product investigation results: reporter returned one brush head on (B)(6) 2015. The investigation of the returned product showed as a conclusion: external force (such as dropping the appliance with brush fitted).